Event description:
The patient experienced recurrent shoulder dislocation/instability following a previously implanted reverse total shoulder arthroplasty. To address the instability, the surgeon performed a revision procedure consisting of an insert exchange, revising the insert from dws2390 to dwr4393.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.